Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No unexpected low battery or error alarms were noted.

Event description:
The customer stated that she had to call the paramedics due to her blood glucose levels dropping to 25 mg/dl. The customer stated that she gave herself insulin based on the sensor glucose reading, without first checking her blood glucose reading. The customer was advised to only treat based on her blood glucose levels. The customer also reported several error alarms, as well as low battery time. Troubleshooting was performed, and the customer was advised that the insulin pump would be replaced. Nothing further was reported.